Manufacturer narrative:
Device analysis: the returned device consisted of a watchman flx pro delivery system with the implant detached and blood in the device. There were numerous kinks in the sheath. Examination revealed tip damage as the tri-cuts were flared and there were abrasions on the inside of the sheath tip. The implant diameter was measured with a calibrated caliper and measured 40.04mm which meets specification. Product analysis could not confirm the reported event of failure to expand as the implant was fully expanded when received, and the implant met design specification. Product analysis confirmed the reported damage as the tip was damaged.

Event description:
It was reported that the device became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but not meet release criteria. The physician recaptured the closure device but noted that there was some difficulty in the recapture. The wds was removed from the patient and replaced with a new 40mm wds. The new closure device was deployed but did not meet release criteria. The physician recaptured this device and then redeployed it in the laa. The closure device did not expand fully due to damage that was noted at the distal marker band of the wds. The wds was removed from the patient and a new 40mm wds was then used to successfully complete the procedure with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred as a result of this event.

Manufacturer narrative:
H6 device code added - activation failure including expansion failures.

Event description:
It was reported that the device became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but not meet release criteria. The physician recaptured the closure device but noted that there was some difficulty in the recapture. The wds was removed from the patient and replaced with a new 40mm wds. The new closure device was deployed but did not meet release criteria. The physician recaptured this device and then redeployed it in the laa. The closure device did not expand fully due to damage that was noted at the distal marker band of the wds. The wds was removed from the patient and a new 40mm wds was then used to successfully complete the procedure with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred as a result of this event.

Event description:
It was reported that the device became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but not meet release criteria. The physician recaptured the closure device but noted that there was some difficulty in the recapture. The wds was removed from the patient and replaced with a new 40mm wds. The new closure device was deployed but did not meet release criteria. The physician recaptured this device and then redeployed it in the laa. The closure device did not expand fully due to damage that was noted at the distal marker band of the wds. The wds was removed from the patient and a new 40mm wds was then used to successfully complete the procedure with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred as a result of this event.